Event description:
It was reported that during cleaning that the tray that holds cutters has ding in it. After evaluation of the repaired product, it was determined that the device had a damaged comb. There was no harm or injury as there was no patient involvement. Due diligence is complete and no additional information is available. No adverse event reported.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was bent was replaced which resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.